Event description:
It was reported that the patient had his device replaced so he could get mris. It was further stated that the patient was fine with his old implants. It was also stated that the patient was ¿loving¿ his therapy.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010-11-03 explanted: product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3550-39; product type accessory product ID 3550-39; product type accessory. (B)(4). No analysis was performed as the device met risk based analysis criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.